Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as pimple type rash that was on the patient's entire body. The patient's doctor prescribed a medication and cream (type unknown) and a steroid injection. Follow up was attempted but unsuccessful.